Event description:
A sling procedure was performed on a pt under general anesthesia. Following the procedure the pt has been unable to void. The pt has gone to the emergency room 3 times to be catheterized. The physician plans to dilate the pt and prescribe medication.